Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. The customer¿s other blood glucose value was 40 mg/dl, 50 mg/dl, 60 mg/dl and 179 mg/dl. The customer treated low blood glucose value by eating something and orange juice. The customer declined troubleshoot for low blood glucose value. The insulin pump will not be returned for analysis.